Event description:
Customer reported lot to lot variability between 3 lots of bcis bnp reagent. Customer compared her prior lot 327048 to lots 329599 and lot 331265 which exhibited a negative bias. Customer running bio-rad controls.

Manufacturer narrative:
This issue is being addressed under (B)(4). Investigation pending.